Event description:
It was reported that six months after implant, the patient developed a blood infection. The source of the infection is unknown. Cultures were taken and the patient placed on antibiotic therapy. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products: a2dr01 ipg (B)(6) 2013. (B)(4).